Event description:
It was reported that the pump had non working batteries/case damage(customer must have had depleted battery issue as there was no damage found to the cases). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were in excellent condition and there was no visible contamination. A review of the event history log (ehl) identified depleted battery. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the battery pack was over 6 years old. Replaced battery. Performed power up and self-process